Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The rep reported they had an impedance issue intra-operatively that resulted in the district manager recommendation to replace the neurostimulator. The rep said the impedance wouldn't give them a green check, then the 0 & 1 electrodes were good, but the 2 & 3 were open. The rep tested again and everything was good, but the cases were < 50 ohms. They tested another time and only the 0 contact was good. It was reviewed that there was potential for testing issue with the handset giving < 50 ohms. Tech services reviewed that they could have tested impedances with the ins out of the pocket and it showed all cases being >4k ohms, then the ins was likely good, especially since the case was generally not used for programming. They also discussed looking of bodily response to stimulation. It was noted the rep had mailed the ins. No patient symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. If information is provided in the future, a supplemental report will be issued.